Manufacturer narrative:
Please note: (lot number-unknown). Complaint conclusion: it was reported that a patient underwent a surgical procedure to implant an optease retrievable vena cava filter for prevention of deep venous thrombosis (dvt). According to the information provided, the device is unable to be retrieved. As of the present, the patient is still implanted with the optease filter. The following additional information received per the medical records, indicate that the patient had a history of multiple surgeries, left sided nephrostomy and deep vein thrombosis (dvt). Prior to the filter placement the patient had presented to the hospital with obstruction of the left ureter. An ultrasound confirmed an acute left lower extremity dvt. The patient was in need of an additional surgery and was unable to be anti-coagulated, as such a filter was recommended. The filter was implanted via the right femoral vein and deployed in the levels of the second and third lumbar vertebrae. According to the information received in the patient profile from (ppf), the filter was unable to be retrieved. However, there have been no attempts made to remove the filter. The patient also reports to be suffering from anxiety. The patient has a history of lower extremity paralysis. Six days prior to the filter insertion the patient had undergone replacement of a nephrostomy tube, as the one that was in-situ was no longer draining. The patient was noted to have hydro-nephrosis related to an obstructed ureter. One day prior to the filter insertion the patient had a peripheral intravenous central catheter (PICC) placed for delivery of antibiotics related to an infection. Approximately five years after the filter implant the patient underwent a computerized tomography (CT) scan to evaluate the filter. Results of the scan noted cholelithiasis, a left nephrectomy, mild splenomegaly and an adequately positioned infrarenal ivc filter. There is currently no additional information available. The product was not returned for analysis and the sterile lot number provided is illegible; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may influenced any potential events include underlying patient co-morbidities, pharmacological and lesion characteristics. The information provided does not mention any specific malfunction of the device. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant an optease retrievable vena cava filter for prevention of deep venous thrombosis (dvt). The device in the patient was positively identified on medical records and the device implant label. Approximately five years and fifteen days post implantation, the patient received a scan on the pelvis which noted that the filter was present in the region. As of the present, the patient is still implanted with the optease filter, which is known to be dangerous and cause serious side effects. As the result of the optease filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses. According to the patient profile form (ppf), the patient became aware approximately eight years and eight months after the implant that the filter was embedded in the wall of the inferior vena cava (ivc), embedded other then in the wall of the ivc, that there were blood clots, clotting and/or occlusion of the ivc, the device was unable to be retrieved and there was filter calcification. There have been no documented attempts to remove the filter. Additionally, the patient is reported to be suffering from pain, fear and mental anguish related to the device. According to the procedural note the filter was implanted via the right internal jugular vein, with successful deployment in the infra-renal location. A central venous catheter was placed immediately following the ivc filter implant. The indication for the filter implant was bleeding, a history of dvt and abdominal pain. The results of a computerized tomography (CT) scan of the abdomen and pelvis performed approximately eight years and eight months after the filter implant showed extensive calcifications shown within the filter. The patient appears to be draining the venous flow the lower legs through collaterals in the subcutaneous tissues of the trunk.

Manufacturer narrative:
Additional information was received from the patient profile form that the patient states ¿mentally, I do not know what tomorrow or the next day holds because filter could fall apart at any time and could be fatal. I will have to worry and be concerned that the filter cannot be removed because it has been in my body too long.¿

Manufacturer narrative:
As reported, the patient underwent implantation of an optease retrievable inferior vena cava (ivc) filter for prevention of deep venous thrombosis (dvt). The following additional information received per the medical records, indicate that the patient had a history of multiple surgeries, left sided nephrostomy and deep vein thrombosis (dvt). Prior to the filter placement the patient had presented to the hospital with obstruction of the left ureter. The patient was noted to have dvt of the left lower extremity. The patient had previously had multiple surgical procedures and was in need of additional surgery. The filter placement was recommended as the patient was also unable to be anticoagulated. During the filter implantation procedure using a femoral approach, the filter was deployed in the levels of the second and third lumbar vertebrae. Approximately five years post implantation, a scan on the pelvis which noted the filter was present in the region. According to the medical records, the filter was in adequate position. Per the patient profile from (ppf), the filter was unable to be retrieved. However, there have been no documented attempts made to remove the filter. The patient also reports to be suffering from anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.